Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The target lesion was located in a severely calcified unspecified vessel. A 12mm x 2.25mm nc quantum apex balloon catheter was selected and advanced to treat the target lesion. Upon 1st inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.